Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge with packaging, two intact clips, and two loose clips of 61114v vlock lg clip 6/cart 14/box for investigation. No clip applier was returned. The returned sample was visually examined with and without magnification. Biological material was observed on the clips and cartridge. An unacceptable level of flash/hook deformation was observed on the first returned intact clip. This defect was not present on the other returned clips. Dimensional inspection was not required as a part of this complaint investigation. A functional inspection was performed on the returned clips. The flash/hook deformation was likely responsible for this failure. An nc was opened to further investigate this issue. The remaining clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. The finished goods device history was reviewed and lot number 228053 of product 61114v vlock lg clip 6/cart 14/box investigation did not show issues related to the complaint. The IFU for this product, 15-lb-00368 rev. 00, was reviewed as a part of this complaint investigation. The IFU states, "manual-load applier/remover jaws are delicate and can easily become damaged, as can some other applier/remover components. Mishandling of applier/removers may result in improper load and/or closure of the jaws. Appropriate care, cleaning, lubrication and maintenance are important to ensure proper function. Please examine the applier/remover before each surgery for potential damage." An unacceptable level of flash/hook deformation was observed on the first returned intact clip. An nc was opened to further investigate this issue. The reported complaint of clips not closing/locking was confirmed with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: urologist was using the vesolock in a robotic prostatectomy and clips would not lock. Three packs of cartridges ope ned and attempted but there was the same problem with all packs. Hem-o-loc found and used successfully as a result.

Manufacturer narrative:
(B)(4). The device investigation is pending and the results will be submitted in a follow-up report.

Event description:
Reported issue: urologist was using the vesolock in a robotic prostatectomy and clips would not lock. Three packs of cartridges ope ned and attempted but there was the same problem with all packs. Hem-o-loc found and used successfully as a result.